Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00304 and 3012447612-2017-00313 thru 3012447612-2017-00315.

Event description:
It was reported four final drivers were found to be worn. Additional details have been requested but have not been made available. This is report four of four for this event.

Manufacturer narrative:
There was an error in the quantity initially reported. There were no allegations associated with this device.